Event description:
Mother of the patient reported that 20 of the most recent 90 day supply of v-go devices fell off prior to the end of their 24 hour cycle. Reporter did not provide how long the v-gos were worn before they fell off. Reporter stated patient sweats while working as a mechanic.